Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump had insulin flow block alarm. The customer¿s blood glucose level was 500 mg/dl. The customer was treated with injection. Troubleshooting was performed for insulin flow block alarm. The customer was advised that the insulin pump needed to be replaced and revert to the backup plan. Customer's other blood glucose was 200 mg/dl. Customer was tried all remedies and changed different set of cannula. The insulin pump will not be returned for analysis.